Manufacturer narrative:
Additional information: h6- patient code 1937 should be removed from initial MDR as it is not applicable. B5- it is also noted that prior to surgery, in (B)(6) of 2019 she had a "hair clip injury" in the right eye that resulted in a bruised eyelid. The doctor found no evidence of an injury to the eye itself. Patient went to several other doctors for opinions and was at some point placed on combigan to treat elevated pressure related to steroid drop use. Combigan was noted to have been first used on (B)(6) 2020 in the right eye only. Combigan was used in both eyes until (B)(6) 2020, and was discontinued on (B)(6) 2020 and then again resumed on (B)(6) 2020 which reported the patient had 34mmhg eye pressure in the left eye. The day before they found her eye pressure to be 23mmhg. Patient continued using combigan as of (B)(6) 2020 and has been to a corneal specialist who is investigating the possibility of ophthalmic neuralgia. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a lens case/vial in a ziploc bag. Visual inspection found no visible damage to the lens. H6- device history review: the device has been manufactured within established process parameters. Claim# (B)(4).

Manufacturer narrative:
Report number - mw5093020. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, - 11.0 diopter, in the patients left eye (os), on (B)(6) 2019. The patient reported eye pain, which was not resolved with artificial tears or warm compresses. The patient got a second opinion but was unable to solve the source of the pain. The patient requested the lens be removed and the lens was explanted on (B)(6) 2020. There are no plans to implant another icl lens. The cause of the event was unknown. The patient reported post-op, her eye pressure had increased and was treated with combigan. Was also treated for dry eye for over a month. The patient's current condition is still has occasional pain, especially at night.